Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped working. Review of the pump data logs verified multiple auto-off alarms occurred. Reportedly, one alarm was due to customer manually stopping insulin. No other information was available. There was no reported adverse impact to the customer.